Event description:
It was reported that the procedure was to treat a de novo, concentric, chronic total occlusion lesion in the proximal left anterior descending (lad) artery with mild tortuosity, heavy calcification and 100% stenosis. The vessel diameter was 3.0 mm and the lesion length was 25 mm. A 1.5x12 mm rx tenku balloon dilatation catheter was advanced without resistance for dilatation; however, the balloon ruptured on the first inflation at 4 atmospheres. The 1.5x12 mm rx tenku balloon dilatation catheter was withdrawn from the patient anatomy without resistance. Additional dilatation was performed with a 2.0x15 mm rx tenku balloon dilatation catheter and a 2.5x28 mm rx xience prime stent was implanted in the lesion. The procedure was completed without any issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.